Event description:
It was reported that the patient had chronic cardiac arrhythmias.

Manufacturer narrative:
Manufacturer's investigation conclusion: event date is estimated. Correct event date was requested, but no response was received. A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient had chronic arrhythmias. Multiple attempts for additional information were sent to the customer and no further detail was provided. The patient ultimately expired on 24dec2021 due to right heart failure. The heartmate 3 lvad, serial number (B)(4), was not returned for analysis. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02aug2015. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information provided. The manufacturer is closing the file on this event.